Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one patient sample gave falsely depressed test results for multiple analytes (chloride, potassium, sodium, albumin, alkaline phosphatase, calcium, glucose, lactate dehydrogenase, magnesium, total bilirubin, total protein) from an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found multiple instances of error "04 152 04 75 sample mixer detected insufficient mixer rotations" were posted to system event log. The cause of the falsely depressed test results for multiple analytes was insufficient mixing. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One patient sample gave falsely depressed test results for multiple analytes (chloride, potassium, sodium, albumin, alkaline phosphatase, calcium, glucose, lactate dehydrogenase, magnesium, total bilirubin, total protein) from an atellica ch 930 analyzer. The initial test results were released to a physician(s). The same sample was repeated on the same atellica ch 930 analyzer and on an alternative atellica ch 930 analyze. The sample was not hemolyzed, had enough sample volume for testing and was the only tube received in the area. There are no known reports of patient intervention or adverse health consequences due to the event.